Event description:
It was reported that the customer experienced a tandem mobi cartridge alarm, which has occurred three times since (B)(6) 2025. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts confirmed the alarms and decided to replace the pump, providing instructions and sending a new replacement pump. The customer was advised to continue using the current pump as a backup until the replacement is received and to return the problematic pump within 10 days using the provided return box and pre-paid label.